Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x20mm promus element ¿ drug eluting stent was advanced to treat the lesion; however, it was noted that the stent strut was deformed. The procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a promus element mr ous 3.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified distal stent damage. Stent strut rows 1-7 on the distal end of the stent were damaged and pulled distally over the distal markerband. The undamaged crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that no patient complications occurred.